Manufacturer narrative:
A review of the log files from the subject event was performed. This review revealed that the design defect br-120 occurred during this surgery. The surgeon was unable to get the distance to target information required to resume the surgery, which prompted him to resume the procedure through another path which happens to be the work-around that prevents the issue from occurring. Device history record review and complaint history review were not performed based on the low severity of this complaint. The design defect at the origin of the subject event is being escalated to a field action, reference 3009185973-08-28-2019-001-c.

Event description:
As per the field action 3009185973-08-28-2019-001-c a complaint search was on (B)(6) 2019 by a pms technical investigator to identify events linked to the design defect br-120. This review indicated that this design defect occurred during a surgery performed on (B)(6)2018 with the rosa brain device serial number (B)(4). However there was no impact on the patient as the user was unable to get the distance to target information required to resume the surgery, which prompted him to resume the procedure through another path which happens to be the work-around that prevents the issue from occurring. During this surgery a medtech field service engineer (fse) was present. However there was no report of complaint from the fse or from the surgeon identified.